Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left posterior tibial artery. A 2.0mmx20mmx143cm coyote nc balloon catheter was advanced for dilation. However, when the balloon was inflated by nominal pressure, the balloon ruptured. The procedure was completed with another coyote nc balloon catheter. There were no patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated MFR: the outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the whole device. Microscopic examination revealed that the tip is damaged. There is a pinhole in the balloon 5.5mm from the tip. There is blood present in the inflation lumen and balloon. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities. Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left posterior tibial artery. A 2.0mmx20mmx143cm coyote nc balloon catheter was advanced for dilation. However, when the balloon was inflated by nominal pressure, the balloon ruptured. The procedure was completed with another coyote nc balloon catheter. There were no patient complications nor injuries were reported.